Event description:
It was reported that the patient has had fluctuating hi impedance channels in the basal end of the implanted devices since one month post initial activation.

Manufacturer narrative:
The device has been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.